Event description:
It was reported that a balloon rupture occurred. A 10mmx2.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon was ruptured. The procedure was completed with a different device. There were no patient complications reported post procedure.

Manufacturer narrative:
Device evaluated by manufacturer. The device was returned for analysis. No issues were noted with the hypotube shaft. No kinks or damages shaft polymer extrusion. A detailed microscopic examination of the balloon material identified pinhole in the balloon. A pinhole was located in the balloon material 2mm distal to the proximal markerband. All blades were fully bonded on the balloon and did not exhibit any signs of damage. Bumper tip showed signs of distal tip damage. A microscopic examination of the proximal and distal markerbands identified no damage. The device was attached to an encore inflation unit. When an attempt was made to inflate the balloon to its rated burst pressure of 12 atmospheres, a pinhole was identified in the balloon material, 2mm distal to the proximal markerband. The encore device was verified before and after use using the druck gauge.

Event description:
It was reported that a balloon rupture occurred. A 10mmx2.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon was ruptured. The procedure was completed with a different device. There were no patient complications reported post procedure.